Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) resolved the issue by replacing the assembly, upper panel. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the fiber door assembly of the cardiosave intra-aortic balloon pump (iabp) was found broken. Specifically, the door was twisted in the wrong direction, and therefore, would not retract into the closed position. There was no patient involvement, and no adverse event reported.